Event description:
Pharmacy at out-patient cancer-treatment center noticed many of the 20ml syringes from one box/lot had many that though unopened packages, the syringe showed various signs of "contamination"; from dark lines within the tubes to rust-appearing spots. Pharmacy pulled all the same lot numbers. Six unopened syringes were brought to risk mgmt for review. Pharmacist expressed concerns about the amounts of syringes involved. He hadn't seen the 20ml syringes be at issue before but had smaller syringes in the past have a similar issue. Manufacturer response for syringe, piston, n/a (per site reporter): pharmacist contacted bd, they are going to send replacement products.